Manufacturer narrative:
Summary of analysis: the observed damage to the leaf spring assembly was the result of an incompatability between the lead being used (which does not meet the vs-1 /is standard) and the pacemaker. The device is new pacer specification electrically.

Event description:
The reporter indicated a connector problem. Erratic or intermittent output was also experienced.